Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.